Manufacturer narrative:
Sv 3.0d pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and corroded battery tube. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 150 mg/dl. The customer stated that she was changing the reservoir she noticed that the o ring came out of insulin pump. She can able to lock the reservoir in place. The customer also reported serter issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.